Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been feeling a jolt when upright for a couple of weeks now which is an indication to them that their stimulation is too high. They tried to turn the stimulation down but were unable to do so because they cannot get the programmer to power on. Patient confirmed there is no damage to the charging cable, they tried an alternate charging cable and the programmer was not responsive to charging. Attempted reboot but the issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.